Manufacturer narrative:
Integra has completed their internal investigation on june 23, 2017. Results: the device has not been returned to the austin site for failure assessment at this time. No further clarification on the exact nature of the device failure. Since this is the first event for this product, there are no historical records to review and determine the product¿s past performance. DHR review; lot number gt0228 did not match any existing manufacturing records currently on record. Therefore, the manufacturing record could not be located and reviewed for this complaint at this time. If any additional information regarding the lot number is received, the manufacturing record will be reviewed at a later date. Complaints history; a review of the complaint database found that since product inception (2013q3), there have been no other complaints for the rss 2.5 drill bit for 4.5 screws. During that time, there have been approximately (B)(4) rss surgeries performed. Based upon the limited information provided by the complainant, regarding the nature of the complaint, the severity will be considered moderate, due to the surgical delay. The complaint rate for this failure mode is (B)(4). This does not represent an adverse trend. Conclusion: the reported failure mode of the complaint was not communicated clearly and therefore a root cause could not be identified due to lack of information.

Event description:
Two of 2 reports. Other mfg report number: 1651501-2017-00027. It was reported an unspecified failure of the unit. No patient injury reported; however, the event lead to 1 hour surgical delay. Additional information has been requested.